Event description:
During the first 10 minutes of hemodialysis treatment an air leak occurred that staff believe came from the arterial pressure monitor line. Air and foaming was reported in the venous chamber and the machine alarmed for air detection. Due to potential for contamination the blood in the circuit was discarded resulting in ebl = 200cc. No pt injury or need for medical intervention is reported.